Event description:
On 12/23/93 MRI of breast shows extensive gel bleed. On 7/14/94 explantation of ruptured implants, bilaterally, biopsies of the capsules bilaterally, flap reconstruction and closure bilaterally. There was quite a distance between the original incision and the implants. Both implants were ruptured.